Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they went to their bladder doctor the day before yesterday and reported getting internal device low battery message with their implant serial number on it. The agent reviewed the meaning of the message and redirected the patient to their healthcare provider (hcp) to further address the issue. When asked for an event date, the patient stated they went in every 6 months to have their implant checked and stated it had always been working fine but stated this time they noticed their implant battery was low and their doctor told patient it should not be that way and should last 10-15 years. The patient stated their doctor told the patient it should not be doing that because it "has longevity". The patient stated they did not turn it on unless they had to and stated it had stayed on the same setting the whole time patient had had it. The patient stated their current implant was supposed to last 10 to 15 years but it had only been 6 years as the patient stated it would be 6 years in august that they had had this implant. The agent reviewed implant overview, external devices overview, and implant battery longevity. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to discuss next steps. The agent reviewed the process for the patient's healthcare provider to request a manufacturer representative (rep) at the appointment if desired.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's most recent therapy settings were program 1, amplitude 3.5 and pulse width 210. The hcp reported it was normal battery depletion, and that a re-insertion of a new interstim would be scheduled but was pending. The device was still in use and the issue was not yet resolved.